Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The balloon was returned unfolded and solidified saline solution was visible within the balloon material which indicates it had been subjected to positive pressure. The returned device was attached to an encore inflation unit filled with glycerol/h20 solution and positive pressure was applied. The balloon could not be inflated due to the presence of solidified saline solution within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified saline solution before further inflation attempts were made. On removal from the bath the investigator again attempted to inflate the balloon. The balloon was successfully inflated to its rate of burst pressure without any issues noted. The investigator then applied a vacuum and the balloon deflated in less than 20 seconds. It is noted that the deflation time from rated burst pressure must be =60 seconds. This inflation to rate of burst pressure and deflation was repeated three times with no issues noted. No issues were identified with balloon inflation or deflation that could have contributed to the complaint incident. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. No issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon deflation issue occurred. The target lesion was located in the superficial femoral artery (sfa). A 5.0 x 100, 135cm mustang balloon catheter was advanced for dilation. However, it was noted that the balloon was slow to inflate and very slow to deflate for a couple of times. It would not inflate or deflate at a regular speed. The balloon was deflated and was removed from the patient. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation issue occurred. The target lesion was located in the superficial femoral artery (sfa). A 5.0 x 100, 135cm mustang¿ balloon catheter was advanced for dilation. However, it was noted that the balloon was slow to inflate and very slow to deflate for a couple of times. It would not inflate or deflate at a regular speed. The balloon was deflated and was removed from the patient. The procedure was completed with a different device. No patient complications were reported.